Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. The explanted ipg and leads were not returned.